Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. No action was taken. Repeat device diagnostic testing at office visit approximately one month later again resulted in high lead impedance reading. The device was programmed to off. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system, but did reveal that one of the lead connector pins may not be fully inserted into the generator header or that the lead electrode placement may not be optimal. The pt's seizures are unchanged and no adverse event has been reported in conjunction with the high lead impedance condition. Revision surgery is planned.

Event description:
A portion (398) of the lead was returned for analysis. The lead portion returned passed continuity checks and the lead condition is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. The lead was returned without the electrodes; therefore, that portion of the lead was not analyzed. Without a confirmed lead break, the cause of the high impedance is unk. Possible causes of the high impedance include a poor connection between the electrodes and the vagus nerve, design, durability, corrosion or user error.